Event description:
I have purchased sterile saline for wound & irrigation (the product) twice (order ID: (B)(6)) on the amazon website for rinsing my rigid contact lenses. After using it, my eyes started to feel consistently uncomfortable, including excessive tearing, a sensation of foreign particles in my eyes, and tears causing a burning sensation around the skin of my eyes. However, I don't know the reason. As an f1 visa student, I am not familiar with the u.s. Healthcare system, I bought thera tears from a pharmacy, and it provided some relief to the symptoms, but upon discontinuation, the aforementioned symptoms persisted. Yesterday, I happened to discover a product recall email from amazon in my inbox, which informed me about the quality issues (due to the potential for a lack of sterility assurance, which could result in a nonsterile product) with the product. My eyes still exhibit the mentioned symptoms, and I rely on thera tears every day for relief. I believe that the symptoms in my eyes are a result of using this recalled product. Reference report: #mw5149510.